Event description:
The manufacturer became aware that a user alleges, according to her physician, usage of a mask caused her to develop skin cancer on her face. The exact date of the event is unknown. The manufacturer has made multiple attempts to contact the user for additional information and for return of the mask. No further communication has been received from the user, and no product has been returned for investigation. The wisp mask meets all relevant standards for bio-compatibility. The user is warned "some users may experience skin redness, irritation, or discomfort. If this happens, discontinue use and contact your healthcare professional." Based on the information available, the manufacturer is unable to confirm the mask caused or contributed to the reported event. If additional information is received, a supplemental report will be filed.